Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.

Event description:
It was reported that surgeon performed a primary total hip in 2007. The cup only was revised in 2009. The cup was loose, had no ongrowth, and there was a yellowish fluid between the cup and the acetabulum.